Event description:
Caller reported a cgm error had occurred. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to perform a pump reset, which resolved the issue, as no further cgm error code was displayed.